Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. A review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant, an ophthalmic system exhibited low vacuum. The footswitch was depressed without increase in vacuum. No system message (sm) was displayed and handpiece (hp) was retightened with no resolution to the issue. The hp was exchanged resolving the issue. Additional information received indicated that the event occurred during phacoemulsification (phaco) mode. Occlusion tone was heard. The patient experienced a posterior capsular tear. The patient underwent an additional anterior vitrectomy and the iol was placed in sulcus. Patient condition is unknown.